Event description:
The evicel fibrin sealant kit malfunctioned. The specialized kit used to draw up evicel during a surgical procedure malfunctioned. The kit did not have the proper seal placed and the medication was not able to be drawn up normally. The original malfunction in the kit caused a spillage of some of the medication(2ml) which resulted in the patient not receiving the preferred full dose of 5mls.